Manufacturer narrative:
Investigation - evaluation: a review of documentation, instructions for use (IFU), quality control data, device history record, specifications and functional tests was conducted during the investigation. One opened, used device was returned for evaluation. There was a longitudinal crack down the red hub which leaked water immediately when the catheter was pressurized confirming the failure mode reported. The other two hubs were in good condition with no defects. The manufacturing documentation was reviewed and no notable gaps in production or processing controls were found. Due to the lack of lot number, a search for similar complaints and non-conformances could not be conducted. Each device is sent with instructions for use(IFU), listing the indications for use, contraindications, warnings and precautions. Per the IFU " do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement. If lumen flow is impeded, do not force injection or withdrawal of fluids. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure." Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Catalog #: c-utlmy-701j-rsc-abrm-hc-fst-a-rd. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the customer that, when the clinician began flushing solution through the tubing of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter, fluid was observed to be leaking around he red connector portion of the device. The customer did not report any adverse events. The circumstances surrounding the handling and usage of the device are not known. The customer has indicated that the product will be returned for evaluation; however, as of the date of this report no product has been received for evaluation.